Manufacturer narrative:
Investigation: one photo and one sample with an open package was received by our quality team for evaluation. Upon visualization of the photo, the plunger was disconnected from the rubber stopper; therefore, the reported failure can be verified. Upon additional visual inspection of the sample received, a molding defect was observed to the plunger. A review of the device history record identified there was reported short mold defect during the manufacturing process. Once this was detected immediate action was taken to correct this issue and the affected units were visually inspected for defects. Unfortunately this plunger was not identified during the visual inspection process. Based on the quality team's investigation, the root cause of this incident was related to the manufacturing process.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in w/orange hub experienced stopper separation from plunger prior to use. The following information was provided by the initial reporter: the user complained that the black rubber seal was detached from the plunger.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in w/orange hub experienced stopper separation from plunger prior to use. The following information was provided by the initial reporter: the user complained that the black rubber seal was detached from the plunger.